Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, the knob of the connecting screw broke off as the surgeon mallet on the helical blade inserter. The knob did not break into the wound, nothing to retrieve from the wound. The helical blade inserter was also damaged during the mallet. The surgeon used a 3.5mm hex screwdriver in back of the connecting screw, then mallet on the driver in order to place the blade in the proper position and complete the procedure with no further problems. This 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals, the helical blade coupling screw was received in two pieces and broken where the knob and shaft intersect. The shaft connection is still welded into the knob. The fracture surface is homogeneous which indicates material uniformity. Numerous deep dents are located on the top and edges of the knob and circumferential scratches are located around the shaft just below the knob to the shaft joint. The threads on the end are still intact and a helical blade was successfully attached to the coupling screw. Previously noted, the helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade. A review of the product design/drawings also showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per technique guide, could result in loading conditions that may lead to breakage. The returned device was manufactured in may 2006 and shows evidence of being used/hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. This complaint is considered invalid. A review of the device history record did not show conditions that could have contributed to the reported event.